Event description:
Pa applied the tourniquet without stockinette per md's preference, tourniquet inflated to 250. It immediately kept the machine (stryker smartpump) motor running trying to keep the pressure at 250. Blood pressure fluctuated 230-250, intermittently alarming and requiring mute of the alarm. After 30 minutes of clearing alarms, cuff was attached to another machine(zimmer unit:gh) and re-inflated to 250. This machine also kept the motor running trying to keep pressure at 250. It did not alarm, so it was used to the end of procedure keeping pressure at 244-250.